Event description:
It was reported that the c-arm on the 9800 sys would not move down. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply, steering tiller shaft and the climax coupling. The sys was tested and found to be working as intended and placed back into svc.